Manufacturer narrative:
This emdr represents supplemental report#: 2210968-2016-34526 for previously submitted MDR number#: 2210968-2016-34462, subject of a litigation complaint summary exemption no#: e2013037. The referenced exemption was revoked effective may 15, 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data-files#asr. Therefore, this report does not represent a new reportable event. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedures on (B)(6) 2007 and tvts was implanted and again on (B)(6) 2014 and tvt was implanted into the patient. It is reported that the patient experienced severe pelvic pain. No additional information is provided at this time.

Event description:
It was reported that the patient underwent a gynecological surgical procedures on (B)(6) 2007 and tvts was implanted and again on (B)(6) 2014 and tvt was implanted into the patient. It is reported that the patient experienced severe pelvic pain. No additional information is provided at this time.

Manufacturer narrative:
This emdr represents supplemental report#: 2210968-2016-34526 for previously submitted MDR number#: 2210968-2016-34462, subject of a litigation complaint summary exemption no#: e2013037. The referenced exemption was revoked effective may 15, 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data-files#asr. Therefore, this report does not represent a new reportable event. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.